Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. The patient reported dizziness after some activity. The device was requested to be explanted and returned for analysis afterwards but remains in service. No adverse patient effects were reported.